Manufacturer narrative:
(B)(4): a physio-control clinical specialist evaluated the statements provided by the customer and concluded that the device use did not impact patient care because a backup device was immediately available. The backup device was used without delay and was able to successfully provide defibrillation to the patient. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a patient event their AED powered down by itself. The customer advised that prior to the patient event the battery indicator showed three out of four bars and had passed its most recent self-test. After arriving on scene, the first responders placed the defibrillation electrodes on to the patient and completed one round of CPR. After the first round of CPR the device analyzed the patient, advised and then delivered a shock. Immediately after the shock was delivered, the device powered off by itself. The first responders continued with CPR and powered the device back on, at which time the device showed a replace battery icon and the unit powered down again by itself. The first responders had a backup device readily available, so they immediately connected the patient to the other unit and proceeded to give the patient two (2) more defibrillation shocks. There was no delay in patient care due to the reported failure because the backup device was on-scene and immediately available for use. The patient was reported to have had an ICD which was also shocking the patient while the first responders provided care. The patient, a (B)(6) male, did not survive the event.

Manufacturer narrative:
Physio-control evaluated the device and observed proper device operation during performance and functional testing. The non-rechargeable battery installed in the device at the time of the reported event was also evaluated and found to be depleted. The downloaded device data logs indicate that the device had been displaying a low battery indicator since before (B)(6) 2012. The patient event record stored by the device indicates that the device displayed a replace battery message when the device was first turned on and during the reported event. The cause of the reported event was determined to be due to the use of a depleted battery.

Manufacturer narrative:
The failure to properly maintain the device by replacing the battery when indicated as "low" is associated with corrections and removals number 3015876-05/01/2014-001c.